Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192, UDI: (B)(4), batch:7573582.

Event description:
Manufacturer reference number: 1627487-2023-04663. It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. It was also reported that the patient may have been experiencing discomfort at anchor site. As a result, surgical intervention was taken place where the ipg was replaced, and the anchor was buried deeper to address the issue. It is unknown which anchor was causing discomfort.